Event description:
A complaint was received from a customer that reported only half of screen is being displayed. While on the phone a review of the system was conducted. It was learned that most of the "tens digit" and all of the "units digits" was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.